Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h11. Failure analysis - based on analysis and investigation, the issue of the complaint was not confirmed: foreign matter over sensor area. Catheter crimped (where suture tied) 12 and 14 cm from distal tip. Icp express: 491 and 504 (after foreign matter removed from sensor), microsensor detected and zeroed without any issues. The device passed electronic, noise and linearity/hysteresis tests. Root cause analysis - based on the failure analysis, the exact issue reported by customer could not be confirmed as the device worked correctly. The possible root cause for this issue reported by the customer could be due to unstable sensor performance or incorrect selection of semiconductor components.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a sensor (ID 826631) was implanted and failed three days after implantation. Fifteen minutes after postural change, the icp displayed -99. After adjusting the zero point, it displayed 198. After that, the device kept displaying the value above 50. Therefore, the device was explanted and replaced. The CT scan showed no signs of the intracranial pressure rising. In addition, the icp was displaying the normal value right before the incident. The patient did not experienced signs and symptoms due to sensor malfunction.

Manufacturer narrative:
Updated fields: d4, d6b, d9, g3, g6, h2, h3, h4, h6, h11 the sensor (ID (B)(6)) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. However, a probable root cause for the reported complaint is due to unstable sensor performance or incorrect selection of semiconductor components. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.